Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 burning element became exposed and almost caught fire in the room. It was also very smoky. Another kit was opened to finish the case. There was a procedure delay. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000483743 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a